Manufacturer narrative:
The biomedical engineer (bme) reported when adjusting the sound, the screen on the rns turned white and unreadable. Went to windows and had an advisory window stating cns 6201 is no responding. The customer will be sending pictures. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported when adjusting the sound, the screen on the rns turned white, and unreadable. Went to windows, and had an advisory window stating cns 6201 is no responding. The customer will be sending pictures.